Event description:
Information received with return of the explanted device notes that the patient reported to the emergency room short of breath and with intermittent failure to capture and inability to interrogate. The previous day, an office check showed a measured magnet rate of 60 ppm with normal device function.